Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material clogged the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported problem, of blocked air channel issue was confirmed. The device evaluation found that the nozzle was clogged with foreign objects. Based on the results of the investigation, it is likely that the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage at bending section cover glue. However, a definite root cause that led to the malfunction could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. This issue is addressed in the instructions for use (IFU): ¿IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor the field performance of this device.